Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 40 mg/dl. The cause of the low bg was unknown. The customer attempted to address their low bg by consuming orange juice and then went to the emergency room (ER) on (B)(6) 2023 for six to eight hours. The customer received an IV with fluids of saline and insulin to resolve their low bg. The customer was released from the ER in the late evening of (B)(6) 2023 with no permanent damage. No additional patient or event information was available.